Event description:
It was reported via postmarket registry that the pump was explanted and replaced after an implant duration of 38 months due to lack of efficacy. The patient was experiencing increased spasticity with no change in drug effectiveness as dose was titrated up. The system was explanted and replaced and the patient recovered without sequela.